Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards for evaluation as attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve was explanted after an implant duration of 9 years, 3 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. Patient was in recovery post procedure.